Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while filling the cartridge with insulin. After changing the syringe/needle 3 times; the customer successfully completed the cartridge load sequence successfully. There was no impact to the customer's blood glucose.